Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a drainage procedure in the common bile duct of a patient (patient age, sex, weight and event date are unknown). During the preparation, it was noted both ends of the stent were deformed and the device was not used. Another rapid exchange biliary stent system was used to complete the procedure with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a drainage procedure in the common bile duct of a patient (patient age, sex, weight and event date are unknown). During the preparation, it was noted both ends of the stent were deformed and the device was not used. Another rapid exchange biliary stent system was used to complete the procedure with no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the delivery system was received inside the hoop. There was no residue present on the product indicating the device was not used. There was no visual damage on the delivery system. The distal tip of the stent was smashed/collapsed. The proximal tip of the stent was only slightly smashed/collapsed as the tip was not cylindrical. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is handling damage. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.